Event description:
It was reported that pump displayed minimum fill notification while customer attempted to load new cartridge and still had more than 50 units of usable insulin remaining. There was no adverse impact to the customer¿s blood glucose level. Customer cleaned pneumatic tap area as instructed, attempted loading new cartridge following proper technique, then completed additional troubleshooting with support and was able to successfully load cartridge with water; customer planned to contact healthcare provider to obtain more insulin and discuss backup insulin therapy and was advised to call back if further assistance was needed.